Manufacturer narrative:
The manufacturer previously reported information alleging a battery depleted alarm while the batteries were fully charged. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The manufacturer lab reviewed the event log from the trilogy evo, australia device and noted multiple error codes in the device error log. The lab then removed ac power and ran therapy on battery power until both the internal and detachable batteries were completely depleted to 0 capacity and then reapplied ac power and charged both batteries to 100% capacity without issue. After further review of the event log, it was noted that this is a confirmed trilogy evo error related to the internal battery despite it being charged. The lab then reinstalled the batteries in the device, placed a red cap on the outlet port of the device and started therapy in CPAP mode at 25 cmh2o and after 10:55 minutes simulated a breath and the device started alarming for batteries completely depleted while the batteries were fully charged. The device then corrected itself and then would show the correct charge level of the batteries on the display. The lab concluded that this is an occurrence of confirmed trilogy evo device error and resulted from a software issue with the device. The software on the device is slated to be corrected in the next software revision. On the original report, the zip code and country were left blank. Section e, initial reporter has since been updated to reflect the correct zip code and country. A supplemental report will be filed.

Event description:
The manufacturer received information alleging a battery depleted alarm while the batteries were fully charged. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The manufacturer lab reviewed the event log from the trilogy evo, australia device and noted multiple error codes in the device error log. The lab then removed ac power and ran therapy on battery power until both the internal and detachable batteries were completely depleted to 0 capacity and then reapplied ac power and charged both batteries to 100% capacity without issue. After further review of the event log, it was noted that this is a confirmed trilogy evo error related to the internal battery despite it being charged. The lab then reinstalled the batteries in the device, placed a red cap on the outlet port of the device and started therapy in CPAP mode at 25 cmh2o and after 10:55 minutes simulated a breath and the device started alarming for batteries completely depleted while the batteries were fully charged. The device then corrected itself and then would show the correct charge level of the batteries on the display. The lab concluded that this is an occurrence of confirmed trilogy evo device error and resulted from a software issue with the device. The software on the device is slated to be corrected in the next software revision.